Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that high shock impedance measurements were observed on the cardiac resynchronization therapy defibrillator (crt-d) and right ventricular lead through the remote monitoring system. The device and lead remain in service. No adverse patient effects were reported. Additional information indicates that the patient was seen by the physician and according to the records, patient always had a high shock impedance. The physician does not suspect a lead or connection issue. The field representative did not have additional lead information. No adverse patient effect were reported. Evidence suggests that the device and lead remains in service.